Event description:
It was reported that a patient had a device implanted for two years and it helped a lot initially, but the patient just had it removed. It was later reported that the device was removed because the patient felt it was no longer effective. No troubleshooting, interventions, or other actions were taken. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v940070, implanted: (B)(6) 2012, product type: lead. (B)(4).